Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor cpx4 with suture tabs medium height smooth expander. The device was reportedly defective; however, no additional details were provided. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Device evaluation summary: the investigation included a review of the manufacturing records for lot-9488622, and a visual evaluation of the device. No leak test was necessary to determine the location of the tear as we observed a tear at the union between the shell and the suture tab in the 3 o¿clock position. When evaluated under a microscope the tear pattern did not reveal parallel striations that are consistent with markings made by a sharp instrument. The results also confirmed that there were no abnormalities with the manufacturing of the tissue expander that would have impacted its performance. Therefore, we were unable to identify the root cause of this tear. Our quality assurance process is robust for every product we make and requires that each mentor product undergoes a stringent visual inspection and rigorous testing prior to shipment. Prior to shipping, our devices are checked to ensure that they satisfy these standards in accordance with these processes. We also closely and continually monitor and review the clinical performance and real-world evidence for all of our products through clinical studies, registries and post-market surveillance activities. While deflation is historically the most common complication related to tissue expanders, the rate of deflation with mentor® tissue expanders remains very low. An incident of this nature may be the result of one or more of the following factors: over-inflation of the tissue expander, use of the tissue expander in emerging surgical techniques not identified in the instructions for use (IFU), continuous and sustained stresses to the tissue expander, vigorous body movement (e.g. Physical exercise) or excessive manipulation/ trauma in the region of the expander. Manufacturer¿s reference number: (B)(4).